Manufacturer narrative:
Correction: d9- device available for evaluation updated from ¿no¿ to ¿yes¿. Correction: h3 - device evaluated by mfg? ¿no¿ to ¿yes¿. Correction: h6 - type of investigation code 4115 device discarded was removed and code 10 was added. Correction: h11 - additional mfg narrative: revised. The device was returned for analysis. The reported leak was unable to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. As the reported leak was unable to be confirmed during return analysis, it is possible that the connection port was not fully connected/tightened and/or the device being connected was compromised thus resulting in the reported leak difficulties; however this cannot be confirmed. The investigation was unable to determine a conclusive cause for the reported leak difficulties. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during the procedure, the indeflator was connected to the balloon catheter however would not hold when pressurized to 25 atmospheres (atm). A new indeflator was used however the same issue occurred. A non-abbott indeflator was used to complete the procedure. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It is possible that the connection port was not fully connected/tightened and/or the device being connected was compromised thus resulting in the reported leak difficulties; however as the device was not returned for analysis this cannot be confirmed. The investigation was unable to determine a conclusive cause for the reported leak difficulties. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional 20/30 priority pack indeflator device referenced in b5 is filed under separate medwatch report number.